Event description:
Clinical information: (B)(4) - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 297s and heparin was given. There was no calcification was present extending beneath the aortic annular plane in the interventricular septum. The length of the membranous septum was 2.5mm. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The valve got fully re-sheathed one time due to the implant depth was too high. The valve was implanted and the final implant depth was 2mm. Post procedure, the patient was wearing a zio patch and continued monitoring of pre-existing left bundle branch block (lbbb). On (B)(6) 2025, the patient noted to have 90 second run of atrial fibrillation (af) and no intervention was performed at that time but continued to monitor. On (B)(6) 2025, at 30 day visit the patient noted to have 9% of af burden. The patient was put on eliquis every 12hrs. The patient was reported stable.

Manufacturer narrative:
An event of atrial fibrillation was reported. Information from the filed indicated that the patient presented with pre-existing left bundle branch block. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the available information, the cause of the reported atrial fibrillation could not be conclusively determined. The reported unexpected medical intervention was due to case-specific circumstances. Following the procedure, the patient was provided medication to treat the atrial fibrillation. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.

Event description:
Clinical information: crd_1066 - envision ide study, patient site ID: (B)(6). It was reported that on (B)(6) 2025, a 35mm navitor vision valve was chosen for implant using a large flexnav delivery system. During procedure, the activated clotting levels were 297s and heparin was given. There was no calcification was present extending beneath the aortic annular plane in the interventricular septum. A pre-implant balloon valvuloplasty was done with a 26mm non-abbott balloon. The valve got fully re-sheathed one time due to the implant depth was too high. The valve was implanted and the final implant depth was 2mm. Post procedure, the patient was wearing a zio patch and continued monitoring of pre-existing left bundle branch block (lbbb). On (B)(6) 2025, the patient noted to have 90 second run of atrial fibrillation (af) and no intervention was performed at that time but continued to monitor. On (B)(6) 2025, at 30 day visit the patient noted to have 9% of af burden. The patient was put on eliquis every 12hrs. The patient was reported stable.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.